Manufacturer narrative:
Update to b3. After further investigation, it has been determined that the date of event is 4/15/26. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that the head section of the bed was not functioning as intended ("the part that moves the head section is no longer working as it has fallen off"). According to the customer, they were, "sitting in bed and heard it fall of the bed, wasn't moving it and wasn't even leaning against the headrest." It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the head section of the bed was not functioning as intended ("the part that moves the head section is no longer working as it has fallen off"). According to the customer, they were, "sitting in bed and heard it fall of the bed, wasn't moving it and wasn't even leaning against the headrest."